Event description:
It was reported that during a da vinci-assisted bilateral lobectomy procedure, when flipping the patient over during the second part of the case, the cadiere forceps which was inserted back into the patient was noted to have only 1 part of the jaw present. The other part of the jaw was gone. The surgeon looked in the patient and never found the jaw piece. The x-ray performed at the completion of the case did not identify any radiopaque objects within the patient's chest. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the patient had bilateral cancer of the lungs. The surgeon completed the left lower lobectomy and then proceeded to prepare the patient for pulmonary surgery on the patient's right side. He removed all the instruments and undocked the robot. The patient was rolled over, and the right side was prepped and draped. As a cadiere forceps was inserted into the right side of the lungs, the surgeon noticed that there was only 1 jaw present on the forceps. The surgeon tried looking for the missing fragment but could not find anything in the patient. A backup cadiere forceps was used, and the procedure was completed as planned. The surgeon inspected the incision sides, cannula, reducer and the whole operating room but could not find the missing fragment. A fluoroscopy was performed before closing the patient up, but nothing was seen either. The patient was turned again to lie flat, and an x-ray was performed but no opacity was seen on the x-ray. The patient was sent to the ward and a series of cxr was done but there was nothing seen on the x-ray. The surgeon also took an x-ray of the cadiere forceps to ensure that it was opaque. The patient was discharged well the following day. The surgeon said that the instruments and system were inspected before use and there was nothing out of the ordinary seen. There was no loss of function of the cadiere forceps when he used it for the left side of the lungs. The was also no collisions of the instruments that he could recall. The cadiere forceps was installed on arm 1 and was removed at some point during surgery to install the stapler. The last task that the cadiere forceps performed before it was noted to have a missing fragment was removal of the lung specimen. The bedside staff did not notice that the jaw was missing when he/she re-installed the cadiere forceps into the cannula.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the cadiere forceps involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope and long bipolar grasper, a site review shows no complaint filed against the instruments. Images sent by the surgeon were reviewed by isi clinical development engineering (cde) and the following findings were obtained: one of the stainless steel grips is missing from the instrument. The case was reviewed by the isi cde team and the following findings were obtained: the stainless steel grip of the cadiere forceps would be detectable by both x-ray and ultrasound imaging. If there are any radiopaque obstructions in the image, then the grip may not be adequately visualized and detected by x-ray. This complaint is being reported due to the following conclusion: during a da vinci-assisted bilateral pulmonary lobectomy procedure, the jaw of a cadiere forceps was found to be missing when inserted into the patient and could not be found despite performing x-rays (intra-operatively and post-operatively), searching for the fragment inside the patient as well as looking at the incision sites, cannulas and reducers. At this time, it is unknown what caused the instrument breakage to occur.